Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mobility since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date - device not implanted. Explanted date - device not explanted. Device manufacture date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the procedure, resistance was noted when inserting the 8fr destination catheter and when it was removed from the patient, the splines were displaced and there was exposed wiring. The patient was noted to have a torturous femoral vein. A long and flexible catheter and sheath were placed and then a new catheter was advanced into the heart to complete the procedure. There were no adverse patient consequences.